Event description:
A customer reported that an operator splashed vitros (B)(6) control lyophilate into their eye. The customer did not specify if lyophilate from the (B)(6) control was splashed into the operator's eye. This event constitutes biohazard exposure. (B)(4).

Manufacturer narrative:
The warnings and precautions section of the vitros immunodiagnostic products (B)(6) controls instructions for use (IFU) state: warning: potentially infectious material - treat as if capable of transmitting infection. Use caution when handling material of human origin. Consider all samples potentially infectious. No test method can offer complete assurance that (B)(6) or other infectious agents are absent. Handle, use, store and dispose of solid and liquid waste from samples and test components, in accordance with procedures defined by appropriate national biohazard safety guideline or regulation. Human blood products provided as components of this pack have been obtained from donors who were tested individually and found to be (B)(6) for (B)(6), using approved methods (enzyme immunoassays, eia). The (B)(6) control (c1) also contains purified human (B)(6) obtained from donors who were tested individually and found to be (B)(6) for antibodies to (B)(6) (using eia). The purified (B)(6) has been heat inactivated (10 hours at 60 °c (140 °f)). Treat as if capable of transmitting infection. It is unknown if personal protective equipment (safety glasses, face shield) were being worn at the time of the event. Immediately after the incident, the operator flushed the affected eye with water. The operator was sent to the hospital emergency room, tested for a potential (B)(6) exposure (baseline titer was zero), and treated with immunoglobulin as a precautionary measure. The root cause of this event is user error.